Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2024 the 5.0x100 mm absolute pro stent was implanted in the left superficial femoral artery (sfa) and balloon dilatation was performed in the left anterior tibial and left popliteal arteries. On (B)(6) 2024 the patient had progressive claudication in both legs. Duplex sonography and computed tomography showed in-stent restenosis of the target vessel (left sfa) greater than 70%. Since the claudication and the lesions in the right leg (non-target limb) were more severe than the stenosis is the target limb, the treatment for the left leg remained conservative, such as medication and lifestyle changes (nutrition, walking). The patient underwent bypass surgery for the non-target limb (right leg) on (B)(6) 2025. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The reported patient effect of stenosis is listed in the absolute pro .035 peripheral self-expanding stent system instructions for use as a known adverse event that may be associated with the use of a stent in peripheral arteries. A conclusive cause for the reported stenosis and pain, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.